Event description:
The customer reported that the differential mixing motor of the lh 500 hematology analyzer ceased to work while running a sample. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the differential mixing motor and mixing chamber board to resolve the issue. The cause of the event is attributed to a malfunction of the differential mixing chamber assembly. (B)(4).